Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) showed 6 suction alarm and 12 low flow alarms have been logged since (B)(4) 2015. Log report shows parameters to be within normal operation. Waveform trends of this nature are indicative of normal pump operation. A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. A review of the device's sterility report (report #(B)(4)) confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Multi-organ failure is a known potential clinical adverse event associated with use of the vad. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. The IFU provides the user material which communicates how to potentially mitigate and provide medical management of multi-organ failure. The device was not returned for evaluation. With a review of the available information there were no device malfunctions or performance issues that would impact the event. The site also reported that they believed there were no issues related to the device. Though the root cause of the reported event cannot be conclusively determined clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. In many cases, it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 08/10/2015; log dates through 08/6-10/2015. Normal power consumption. Additional notes: six (6) suction alarms logged since (B)(6) 2015. Twelve (12) low flow alarms logged since (B)(6) 2015. One (1) vad disconnect alarm was logged on (B)(6) 2015. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. As stated in IFU, that right heart failure is common in patients receiving lvads. Also that the etiology of late right heart failure may be a progression of chronic heart disease. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the "vad coordinator that the patient's condition deteriorated post implant, patient required return to theatre for right ventricular support however continued to deteriorate". Patient "went into multiple organ failure (mof) with severe metabolic acidosis". It was stated that "treatment was withdrawn" and patient expired". No additional information provided. Investigation is ongoing.